Event description:
It was reported that the patient clarified that the knee did not pop during pt, but he experienced a sharp pain when the therapist bent his knee and it did begin to bleed extensively. The patient does not have trouble walking except when the knee is very swollen. Patient cannot cross his legs or raise his leg fully without lifting it with his hand. The patient experiences pain when standing for prolonged periods, pressing the knee or when it swells extensively. The patient says the knee is abnormally large. The patient saw a different orthopaedist in 2011 (approximate). X-rays taken at that time did not indicate a problem with the implant. The patient says his condition has not improved.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown stryker right knee. Additional information has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that the patient clarified that the knee did not pop during pt, but he experienced a sharp pain when the therapist bent his knee and it did begin to bleed extensively. The patient does not have trouble walking except when the knee is very swollen. Patient cannot cross his legs or raise his leg fully without lifting it with his hand. The patient experiences pain when standing for prolonged periods, pressing the knee or when it swells extensively. The patient says the knee is abnormally large. The patient saw a different orthopaedist in 2011 (approximate). X-rays taken at that time did not indicate a problem with the implant. The patient says his condition has not improved.

Manufacturer narrative:
An event regarding pain, bleeding, and limited range of motion involving an unknown stryker knee system was reported. Device evaluation could not be performed as no items were returned. A device history review and chr could not be performed because the device associated with this event was not returned nor was it properly identified. The event could not be confirmed nor the root cause determined due to the minimal information received. No further investigation for this event is possible at this time.